Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced sensor failure 6 days after insertion. Patient reported that she went into insulin shock. Patient reported that the receiver did alert her to the problem, but she was unaware that the alarm was ringing. Patient did not specify if sensor failure had any impact her medical event. Patient received medical intervention on (B)(6) 2014, paramedics gave her detrox IV. At the time of the call patient reported feeling tired.